Event description:
Non-union of a clavicle where an lcp superior/anterior clavicle plate was used along with orthomesh resorbable graft containment system and chronos granules. Pt complained of drainage and fever and felt better the following day. On the third day, pt presented to ER and a wound infection with staph epidermidus was noted at the surgical site. Surgeon kept the plate intact and removed orthomesh and chronos.

Manufacturer narrative:
This info was not provided by the completed questionaire received. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.